Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc), therefore omsc could not evaluate the referenced device. Omsc received the photo of the device and investigated the photo. As a result, omsc confirmed that the ptfe pad was partially peeled. The manufacturing history was reviewed with ino irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad was partially peeled since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was partially separated. The procedure was completed. There was no pt harm reported.